Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and booted. Manual "try it" testing was attempted; however unable to navigate due to call tech support error on the receiver screen. A global receiver communication tool software test was performed, and it failed sound tests. The reported event of no audio output was confirmed because receiver failed sound test using global receiver communication tool, no sound was heard. The root cause was determined to be a defective speaker.